Event description:
This patient offered no complaints pre treatment. 86 minutes into the treatment he complained of chills. His pre temp was 97.4 degree f with a maximum temp of 100.3 degree f. His treatment was discontinued and the chills stopped. He was restarted on a dry pack f60. As soon as he restarted he complained of nausea and vomiting. The treatment was discontinued and the physician called. Blood cultures were neg. No antibiotics were given. The patient went home. He has since dialyzed at the hospital without porb.